Manufacturer narrative:
On (B)(4) 2010, the field service engineer verified the operation of the instrument. Raw data analysis was conducted. The platelet histogram indicates that the high volume end of the histogram is high, suggesting either the presence of large platelets or red blood cell (rbc) interference. All the events were counted in the histogram and the r (review) flag was set to indicate low confidence in the platelet count. It also flagged platelet clumps based on the white blood cell (wbc) histogram pattern at the low volume channels. Root cause for the erroneous low platelet results is unk. The instrument generated suspect flags that alert the operator to further review the specimen. The instrument performed as designed. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01493. MDR 1061932-2011-01494.

Event description:
Customer reported erroneous low platelet counts were obtained for three pt specimens when using a coulter lh 750 hematology analyzer. The test results were accompanied by instrument generated suspect flags. Erroneous test results were determined to be erroneous when compared to a manual platelet count. The manual platelet count was higher than the automated platelet count and was reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 3 events reported by the customer. The three specimens were tested on different work shifts and/or dates.